Event description:
It was reported that the carotid stent procedure was a successful; however, during hospitalazation the patient had partial right horners's syndrome, mild injection right eye and mild rubor right face. The patient's condition was unchanged.